Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient surgery was a revision of his jejunostomy and dueodenal derotation. Initially, the hcp stated this was related to the device but then later stated it was "kind of related." The hcp confirmed later that there were no issues with the device and the device was not touched during the surgery. There were symptoms. The patient was having a lot of nausea and vomiting since the surgery on (B)(6) 2016. They could communicate with the implant. The results of the impedance check were 513 ohms, 5 milliamps, and 2.6 volts. The therapy impedance value was between 200-800 ohms. It was further reported on (B)(6) 2016 that they were going to attempt to increase the amplitude. They did not allege any problems at the time. The indication-for-use (IFU) was gastrointestinal/pelvic floor. No outcome or diagnostics performed were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.